Event description:
It was reported that during a laparoscopic appendectomy the device fully cut and partially stapled. An ostomy was made to remove the appendix and sutured to close. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.